Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7277539. Medical device expiration date: 9/30/2020. Device manufacture date: 10/4/2017. Medical device lot #: 7180928. Medical device expiration date: 5/31/2020. Device manufacture date: 6/29/2017. Medical device lot #: 7244896. Medical device expiration date: 8/31/2020. Device manufacture date: 9/1/2017. Medical device lot #: 7170621. Medical device expiration date: 5/31/2020. Device manufacture date: 6/19/2017. Medical device lot #: 5142042. Medical device expiration date: 4/30/2018. Device manufacture date: 5/22/2015. Medical device lot #: 7089735. Medical device expiration date: 2/29/2020. Device manufacture date: 3/30/2017. Medical device lot #: 6264805. Medical device expiration date: 8/31/2019. Device manufacture date: 9/20/2016. Medical device lot #: 6248559. Medical device expiration date: 8/31/2018. Device manufacture date: 9/4/2017. Medical device lot #: 7130684. Medical device expiration date: 4/30/2020. Device manufacture date: 5/10/2017. Medical device lot #: 6235587. Medical device expiration date: 7/31/2019. Device manufacture date: 8/22/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated. There was no report of death, serious injury, or medical intervention.

Manufacturer narrative:
Corrections: event description: the statement, "there was no report of death, serious injury, or medical intervention," should not have been used in the event description. Correcting to state: it was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated. Type of reportable events: should not have been listed as "malfunction". Correcting to indicate "serious injury".

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated.

Manufacturer narrative:
Correction: type of report: the initial MDR was submitted as a 30-day report. Bd has changed our position on this incident and we are making a correction to report the MDR as a 5-day report.

Event description:
It was reported that infections associated with central lines and the use of a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe were being investigated by the FDA. There was no evidence that the bd device is implicated but all sources and common products are being investigated. There was no report of death, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: a device history record review did not reveal any non-conformances during the production of the ten provided lot numbers that could have contributed to the reported defect of infection. A three year review of complaints, environmental monitoring results, water test results, and quality notifications was performed for the product in question. Upon review, the records indicate there were no occurrences of serratia marcescens documented within the drogheda manufacturing facility. The drogheda manufactured posiflush products are sterilized using moist heat sterilization; a process which is annually re-qualified. There is no morphological evidence that s. Marcescens has the ability to survive the moist heat sterilization process. In addition, s. Marcescens is a mobile organism with growing conditions of 5-40 degrees celsius, which is well below the moist heat sterilization temperature of 121 degrees celsius. A corrective and preventive action plan has been initiated to further investigate and monitor this issue. Samples unavailable, complaint raised in association with an FDA investigation of infections in patients with central lines whose treatment involved the use of posiflush sp, sf, and heparin lock syringes. CAPA (B)(4) has been raised to deal with this complaint.